Event description:
A healthcare facility in the united kingdom reported, via a fisher and paykel healthcare (f&p) field representative, that the tubing of an opt312 optiflow junior cannula had detached from the cannula tube joint during use. The patient desaturated, but the subject cannula was replaced immediately and the patient recovered to a stable condition. There was no further patient consequence.

Manufacturer narrative:
(B)(4). We have requested the return of the complaint opt312 optiflow junior nasal cannula for investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint opt312 optiflow junior nasal cannula was received at fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected. Results: visual inspection of the complaint cannula revealed that right side of the tube was detached from the cannula. Glue residue was observed on the surface of the detached tube-end and inside the cannula tube joint. Conclusion: we are unable to determine the cause of the reported event. However, it is most likely caused by the tubing being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not stretch or crush tube.

Event description:
A healthcare facility in the united kingdom reported, via a fisher and paykel healthcare (f&p) field representative, that the tubing of an opt312 optiflow junior cannula had detached from the cannula tube joint during use. The patient desaturated, but the subject cannula was replaced immediately and the patient recovered to a stable condition. There was no further patient consequence.